Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a blank display. Their blood glucose was unknown. They said that they were sleeping when the blank display occurred. After troubleshooting, the customer stated that the display returned. They also stated that they had an unexpected restart alarm. The customer was advised to call back after pump reset. During troubleshooting for constant tone, the customer was advised that the pump may give a constant tone if it finds an error. They changed the battery and it turned on and went back off again. They stated that they received a battery out limit alarm after battery change and they were assisted with clearing the alarm. They were not able to finish troubleshooting because the pump turned off again. The customer was advised to remove the battery for two hours. After doing so, they called back and stated that once they reinserted the battery, the pump started to work but then went blank again. The customer was advised that may indicate a loose battery cap. They declined troubleshooting for the blank display. The customer declined the replacement battery cap because the display came back. However, they said that the pump is now alarming unexpected restart. Troubleshooting was offered for the unexpected restart alarm and she agreed. The customer was asked if she was disconnected from the pump and then said that the pump went blank again. She asked for the pump to be replaced and declined the replacement battery cap. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. However, unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current, unexpected restart alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test or verify unexpected restart alarm or battery out limit alarms due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The correct information has been provided with this report.